Event description:
--

Event description:
Boston scientific received information that inconsistencies with battery longevity calculations were noted on this pacemaker. Boston scientific technical services (ts) discussed the differences between device and programmer battery calculations. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion. Furthermore, the device has no resets and no memory errors, also does not appear to be in auto capture retry. However, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. The prm after running device checks may re-compute the current bin and change the longevity. This may be due to changes in lead impedance during manual tests. This bin mismatch between the prm and the device may also be caused by variations in their respective current computations and can occur when the calculated post ert current is very near the bin 0 to 1 boundary. Therefore, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.